Manufacturer narrative:
Device not returned.

Event description:
Reportedly, patient re-admitted after 14 days of getting valve implanted due to respiratory pulmonary arrest. Patient was not able to be revived and was taken off life support. Not known if valve related. Valve not available to be returned. No further information available.